Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother, carla, stated that her daughter was having an issue with the act button on the insulin pump's keypad. The customer's mother has not returned the insulin pump for replacement. No additional information provided.